Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (scb) located on the assembly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was not completing the initial boot-up cycle. The biomedical engineer advised that with fully charged batteries installed the device's display remains blank, the printer moves slightly but does not print, and the led's on the keypad are lit. As a result, defibrillation therapy may not be possible. There was no patient use associated with the reported event.